Manufacturer narrative:
Allegiance investigation: device history record review for identification of component part and lot number. No alterations done to the component therefore, supplier issue. Hollister incorporated: evaluation did not reveal any product related reason for the problem. Since hospital has not experienced any further problem with the cord clamp and no other complaint have been rec'd on this lot code. Hollister is closing this file.

Event description:
After delivery the doctor put the clamp on and placed the baby in the warmer. The nurse took over and noticed the clamp was laying on the bed next to the baby in the closed position. Another clamp was immediately used. The baby bled, but not enough to require additional medical treatment or testing.